Manufacturer narrative:
H.6. Investigation summary : one photo was provided to our quality team for investigation. The final product for lot ta11664 is assembled and packaged at a supplier site. Upon visual inspection, a drop can be seen on the outside of the set, however, there is no evidence of damage or other defects therefore we cannot identify where the drop originated from. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. It was thought that excessive force by the operator when connecting the connector piece to the y-site could have been a potential cause for this incident. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on available information, we were not able to identify a definitive root cause at this time. A project CAPA 1382647 has been initiated to further investigation and address this issue, the reported lot manufactured prior to any implementations. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that secondary set c62 leaked during use. The following information was provided by the initial reporter: after preparation and handing over to nurse, they noticed some solution in the ziplock bag, and they have to redo the preparation. The c62 was leaking from the y site.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that secondary set c62 leaked during use. The following information was provided by the initial reporter: after preparation and handing over to nurse, they noticed some solution in the ziplock bag, and they have to redo the preparation. The c62 was leaking from the y site.